Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot#: 30386436 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture, or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the neuron max® 088 sheath (penumbra) was inserted through the 9f short sheath. The 5f select catheter neuron® intracranial access system (penumbra) was used to select the left internal carotid artery (ica). The 5f select catheter was removed and the 132cm large bore catheter (lbc) ((B)(4)) was removed, the 0.027¿ marksman¿ microcatheter (medtronic) and the 0.014¿ x 200cm synchro2® standard guidewire (stryker) were telescoped to access the left m2 segment. After getting the marksman microcatheter in place, the guidewire was removed and the 4mm x 40mm solitaire¿ x revascularization device (medtronic) was used. The physician unsheathed the solitaire and tracked the lbc to the face of the clot. The timer was set for 5 minutes and the pump was turned on. The physician pulled the solitaire through the lbc and out of the body. Then a 60-cc syringe was used on the lbc; the physician aspirated back as he removed the lbc from the neuron max. A second pass was needed, and the same technique was used to access the location of the clot. As the physician tried to track the lbc to the face of the clot, he said it was met with a lot of resistance and it would not track to the face of the clot. The timer was set, and the solitaire and lbc were both removed during this pass (corking of the clot). When the lbc was inspected after the second pass, the damage was noticed. The tech flushed the lbc and it was noticed that the catheter was broken at the last 10cm of the distal end. The physician commented that it was similar to the jet 7 fracturing. There was no report of any patient adverse event or complication. Additional event information was received on 05 november 2020. The information indicated that the entire clot was removed. The clot characteristic is not available due to aspiration, some of the clot went into the aspiration cannister of the pump. The lbc functioned as intended on the first pass with clot removal. The procedure was completed with a treatment in cerebral infarction (tici) score of 2b. There was no clinically significant delay in the procedure as the physician stopped the case after the lbc broke. There was no damage to the solitaire device, or to the neuron max sheath.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 12/10/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the procedure, the neuron max® 088 sheath (penumbra) was inserted through the 9f short sheath. The 5f select catheter neuron® intracranial access system (penumbra) was used to select the left internal carotid artery (ica). The 5f select catheter was removed and the 132cm large bore catheter (lbc) (ic71132ug / 30386436) was removed, the 0.027¿ marksman¿ microcatheter (medtronic) and the 0.014¿ x 200cm synchro2® standard guidewire (stryker) were telescoped to access the left m2 segment. After getting the marksman microcatheter in place, the guidewire was removed and the 4mm x 40mm solitaire¿ x revascularization device (medtronic) was used. The physician unsheathed the solitaire and tracked the lbc to the face of the clot. The timer was set for 5 minutes and the pump was turned on. The physician pulled the solitaire through the lbc and out of the body. Then a 60-cc syringe was used on the lbc; the physician aspirated back as he removed the lbc from the neuron max. A second pass was needed, and the same technique was used to access the location of the clot. As the physician tried to track the lbc to the face of the clot, he said it was met with a lot of resistance and it would not track to the face of the clot. The timer was set, and the solitaire and lbc were both removed during this pass (corking of the clot). When the lbc was inspected after the second pass, the damage was noticed. The tech flushed the lbc and it was noticed that the catheter was broken at the last 10cm of the distal end. The physician commented that it was similar to the jet 7 fracturing. There was no report of any patient adverse event or complication. Additional event information was received on 05 november 2020. The information indicated that the entire clot was removed. The clot characteristic is not available due to aspiration, some of the clot went into the aspiration cannister of the pump. The lbc functioned as intended on the first pass with clot removal. The procedure was completed with a treatment in cerebral infarction (tici) score of 2b. There was no clinically significant delay in the procedure as the physician stopped the case after the lbc broke. There was no damage to the solitaire device or to the neuron max sheath. The complaint device was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 132cm large bore catheter (lbc) was received contained in a pouch. Visual inspection was performed. The lbc was observed with several kinked and compressed areas. No other damages or anomalies were found. Dimensional analysis: the inner diameter (ID) and outer diameter (od) of the device were measured and found to be within specifications. Hub ID: 0.0715 inch; specification: 0.071 inch minimum. Distal ID: 0.0715 inch; specification: 0.071 inch minimum. Actual microcatheter od: 0.0831 inch; specification: max: 0.0837 inch / minh: 0.081 inch. A review of manufacturing documentation associated with this lot (30386436) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that after the second pass, the lbc was removed; it was inspected, and damage was noticed. The tech flushed the lbc and it was noticed that the catheter was broken at the last 10cm of the distal end. The returned catheter was visually inspected, and it was not observed to be cracked / broken as reported, however, there are kinked and compressed areas on the catheter. The issue related to the resistance that was encountered during the second pass when the physician was trying to track the lbc to the face of the clot was likely due to the kinked and compressed areas noted during the visual inspection. The cause of the kinked and compressed areas cannot be conclusively determined but are likely due to force inadvertently applied during procedural handling of the device. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.